Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this atrial lead was successfully implanted. One week later, this lead was not capturing appropriately. It was thought this lead was dislodged. A revision procedure was performed, this lead was removed and replaced successfully. No adverse patient effects were reported.